Manufacturer narrative:
Pr 8856032 follow up MDR for correction/device evaluation ( patient 2 of 2): correction: initial MDR inadvertently filed for unknown lot. Section d4 lot updated to reflect reported lot 2301070. Device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2301070, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. The silicone employed in this product is a medial grade and is used during the syringe assembly process to in order to help ease the movement of the plunger and stopper. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no issues were observed, all stoppers were verified to be properly assembled, and the plunger moved without issue. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content testing are conducted for each lot to evaluate the movement of the plunger. Results for the reported lot were reviewed and no issues were identified. The retained samples underwent these same evaluations and all product was verified to meet required specifications. Based on our investigation, we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ syringes plunger was difficult to move. Report 2 of 2. The following was received from the original reporter: occlusion alarm for induction of remifentanil in a bd plastipak luer-lok 20 ml and an alarm for a while after. Even the neighboring room has had occlusion alarm under general anesthesia of 2 different patients today when using bd luer-lok 20 ml. Checking pvk and that the ringer acetate drip drops. When other occlusion is excluded, the syringe is removed from the pump and tiva set and manipulates with the plunger back and forth. . Feels sluggish. The colleague has also taken the same measures and also feels that the plunger in the syringe feels sluggish.

Event description:
It was reported that the bd plastipak¿ syringes plunger was difficult to move. Report 2 of 2. The following was received from the original reporter: occlusion alarm for induction of remifentanil in a bd plastipak luer-lok 20 ml and an alarm for a while after. Even the neighboring room has had occlusion alarm under general anesthesia of 2 different patients today when using bd luer-lok 20 ml. Checking pvk and that the ringer acetate drip drops. When other occlusion is excluded, the syringe is removed from the pump and tiva set and manipulates with the plunger back and forth. . Feels sluggish. The colleague has also taken the same measures and also feels that the plunger in the syringe feels sluggish.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.